Event description:
It was reported that two (2) syringe inlets had foreign particulate matter in the port. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h7, h9, h11. H11: two actual devices and three photographs of the samples were provided for evaluation. A visual inspection of the actual samples was performed, and it was noted that there were particles of dark fiber type objects of foreign matter identified loose in the sealed packaging, and small brown spots identified on the white inlet connector of the sealed unopened package of the first sample. A small dark particle was identified on the white inlet connector and a couple dark particulate objects were identified embedded in the blue plastic upstream inlet connector on the second sample. The returned photographs were reviewed, and it was noted that small dark spots or speck particles of foreign matter were identified in the sealed package and on or near the blue connector on one product photograph, and dark spots or speck particles of foreign matter were identified apparently embedded in the blue connector of the inlet in the other product photograph. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.